Event description:
Pt was implanted with an obtape transobturator sling. According to the pt's attorney, the pt experienced pain, infection and urinary problems. No other information is available.

Manufacturer narrative:
Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and antilogous/donor tissue pub-vaginal slings for treatment of urinary incontinence, surgical technique variables, and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events.